Manufacturer narrative:
No product has been returned for investigation nor were x-rays or ultrasound images provided to confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision surgery was performed on (B)(6) 2017. As per the reporter the rod was not functioning properly .